Event description:
Two, seven cubic centimeter defects were reconstructed in the cranium of a 8 year old boy using bonesource prepared with a 15.1 dilution (0.20m) of abbott sodium phosphates for injection. The implant appeared set after 8 minutes. The surgeon contoured (shaved) the implant with a scalpel. As the skin over the defects was closed, the bonesource crumbled from the compression. The bonesource was removed and replaced with pmma.